Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. The intensive care unit (ICU) nurse reported that the patient came in to hospital last night via emergency medical services (ems) because unresponsive and obtunded. The hcp stated all tests and electromyography (emg) were negative and they thought there might be a problem with the baclofen pump. Technical services confirmed they were unable to get in touch with physician but did leave a message.